Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple bolus and basals and monitored for two days. The daily totals matched properly. After testing, it was concluded that the device operated within specs.

Event description:
The customer reported that the insulin pump alarmed no delivery and her blood glucose was high. The customer stated that she does not have a manual injection available and she will call back later. Troubleshooting was performed. The time on the insulin pump was one hour behind. Reviewed the programming and the bolus history did not show all the boluses for the day before. Months later, the customer called back and stated that the infusion pump was not working properly and the paramedics were called. Furthermore, the customer stated that her glucose level was running high, but then her blood glucose has dropped and she became unresponsive. A replacement of the insulin pump was sent because it was determined that the basal rates and time were not matching. No further info was provided.